Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
This pi is for the patient's right hip. As reported: "I have been having issues with both hip since they have been replaced. The allcolade [sic]." Update per patient: patient reported an infection 3 weeks post op primary and had an I&d, a wound vac and a pick line put in for 8 weeks to treat infection. Patient reported no parts were removed and revision has not been scheduled.